Event description:
The lead was implanted on (B)(6) 2007 and explanted on due to product performance issue. No other information was available at this time. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).